Event description:
Procedure type: gastrectomy. According to the reporter: during the procedure, a nurse counted the number of needles, but the number did not match (there was an extra needle). While the nurse fussed over this, the procedure was extended for more than 30 minutes. Nothing fell into the pt's cavity. No bleeding. No tissue damage. No pt info available.

Manufacturer narrative:
Date of initial report sent: 10/20/2009.